Event description:
It was reported by service report that the side rails could not remain latched and the latches were broken exposing sharp edges. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: latches.